Manufacturer narrative:
(B) (4). This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.

Event description:
Customer received readings of 98 mg/dl compared to a lab reading of 55 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant . There was no report of death, serious injury or mistreatment associated with this event.